Event description:
It was reported that during the initial implant procedure, far field r-wave oversensing was noted on the device. Abbott technical support was contacted and the device was reprogrammed during the procedure to resolve the event. The patient was in stable condition.